Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced pieces of rubber medication vials in the needles. The following information was provided by the initial reporter: we recently had an issue brought to us regarding bd items 305060 and 305062. The end user has noticed that these are coring the vials. They have found pieces of the rubber medication vials in the needles.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that needle is inserted in to a vial and needle tip has a piece of stopper material. Based on the investigation with the photo analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review was completed for provided lot number 2259407. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced pieces of rubber medication vials in the needles. The following information was provided by the initial reporter: we recently had an issue brought to us regarding bd items 305060 and 305062. The end user has noticed that these are coring the vials. They have found pieces of the rubber medication vials in the needles.